Event description:
Pharmacist called in on the behalf of the customer, stating his meter was giving him problems. He was receiving sporadic readings. He tested several times, and the meter gave him various results. He's unsure rather if he should take his insulin or not. Pharmacist did not have the customers test strips available.